Event description:
It was reported that the customer was having huge differences between sensor glucose and blood glucose readings for about 150 mg/dl. No exact blood glucose reading given. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.